Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that the patient arrived at the emergency room and was "altered". The hcp thinks that patient was getting too much of the medication and wanted the pump turned off.